Event description:
It was reported that low r-wave sensing, high pacing impedance, noise resulting in oversensing and inappropriate defibrillation therapy were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the proximal portion of the rv lead was observed to be twisted and fractured. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.